Event description:
During a peripheral stenting treatment procedure, removal difficulties were encountered. The balloon became stuck on the express vascular sd stent post deployment. No pt injuries or complications have been reported. The pt's status is reported to be "o.k.". No additional info is available regarding this event.